Event description:
During the initial reporting the sales rep reported that the bur guard melted and burned the patients lip. During a follow report by the customer, it was reported that during a wisdom tooth removal procedure, approx 8-10 seconds into drilling, the doctor noticed the bur guard had melted and a burn approx the size of a thumbnail was present. The doctor stated that about 1/3 of the burn is noticeable on the outside lip and the other 2/3 is more inside the lip. The burned skin was intact and the burn was treated with a topical ointment similar to vaseline. The pt was prescribed with an antibiotic and pain medication, but these were not prescribed because of the burn. The pt was already reported to be "infected."

Manufacturer narrative:
As of 08/19/2009 the bur guard has not been returned for eval. No conclusion can be drawn.